Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing o-ring reservoir tube.

Event description:
The customer reported via phone call that the reservoir is not locking into place on the insulin pump. The customer's blood glucose reading was 164 mg/dl. The customer stated that the pump where the insulin is held does not hold her insulin anymore. The customer stated that she noticed that the reservoir is not locking in place. The customer stated that she looked down on her pump and the reservoir was out of the pump and was dangling. The customer stated that her reservoir compartment never came with a black rubber o-ring in the rim. The customer stated that there is a small crack on the reservoir rim. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.